Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02341. It was reported the patient was unable to turn on the scs stimulation. The patient stated an error message, "the generator could not deliver desired strength..." Was displayed on the patient programmer. A company representative met with the patient and found the patient's scs leads were exhibiting high impedance on multiple lead contacts. After a follow up with the patient's physician it was determined surgical intervention to replace the patient's scs leads may be necessary.